Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days post exchange, the ventricular assist device (vad) patient exhibited clotting and bleeding concerns. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the controller log files revealed an increase in power consumption starting (B)(6) 2018, leading to parameters outside of the normal operating range, and 148 high watt alarms logged since (B)(6) 2018. Power consumption returned to normal operating range on 2018. Additionally, 2 low flow alarms were logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor ventricular assist device (vad) filling, and/or inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.